Event description:
Additional information received reported the catheter revision was due to withdrawal symptoms on (B)(6)-2012 and on previous occasions. The patient had symptoms of "laughing, mouth smashing, and tongue protruding." The catheter was replaced. There was a kink in the distal segment of the catheter. The patient was hospitalized and recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), explanted: (B)(6) 2012, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis of the catheter found no significant anomaly. There was acceptable testing and the catheter was returned in segments. Pending pump and catheter analysis.

Event description:
It was reported that the patient experienced withdrawal with symptoms of increased stiffness. It was indicated that catheter revision was planned. It was not known if there was any troubleshooting performed. The outcome of the patient and event was not provided. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found that it passed all non-destructive testing. No anomalies were noted in pump logs. Since the pump passed all non-destructive lab testing, it was decided that no destructive testing needs to be performed. Final analysis of the catheter found both segments passed patency and leak testing. The catheter was segmented in two pieces. A visual inspection of both segments, including the 40 degree connector, did not show any anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found the catheter was received in 2 segments. Both segments passed patency and leak testing. A visual inspection of both segments, including the 40 degree connector, did not show any anomalies.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).